Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred.it was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.